Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised that some of the parts of the chair became "chewed up" through "normal wear and tear." He advised the metal part underneath came up and the screws are lost and that the tongue in groove that holds the footplate up/or down, the rod that has the grooves became ground down and is destroyed.